Manufacturer narrative:
The baxter technician found the head actuator needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. Release the CPR handles and make sure the mechanism locks correctly by operating the head up control for a few seconds. The head section should rise. Replace the head section motor as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head actuator to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR was not working and could not be operated. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).